Event description:
It was reported the patient presented for post implant checks. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Programming changes were performed to address the issue. The patient was in stable condition.